Event description:
It was reported that the customer was taken to the emergency room (ER) due to blood glucose (bg) levels of "low" on glucose monitor due to basal rate setting that was too high. Reportedly, customer had bruising and experienced a seizure. Customer was treated with glucose and was monitored at the ER to ensure that low bg resolved. Customer was released from the ER the same day with no permanent damage. Reportedly, the ER assisted customer with adjusting settings to better meet the customers needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.